Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence as the device stopped working due to a total loss of fluid. A surgical procedure was performed to remove and replace all the components. There were no further patient complications reported.